Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). Analysis of the desktop charger ((B)(4)) found the cable assembly connector pins were broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the desktop charger ac adaptor connector pin had broken off. The patient was in excruciating pain because they could not charge. The patient had been in pain since the day prior due to the stimulation being off because they couldn't charge. No further complications were reported or anticipated.